Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a patient's aminophylline drip infused faster than the prescribed dose, and the patient developed iatrogenic theophylline toxicity with prolonged qtc, and nausea and vomiting. The patient was provided supportive care with resolution of her symptoms.

Event description:
The customer reported a patient's aminophylline drip infused faster than the prescribed dose, and the patient developed iatrogenic theophylline toxicity with prolonged qtc, and nausea and vomiting. The patient also had a nstemi (non st elevated myocardial infarction) from demand ischemia and underwent a stress test which showed moderate sized infarction of apex but no ischemia." The patient was provided supportive care with resolution of her symptoms.